Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicates that it was reported on (B)(6) 2016, the patient underwent a total knee cemented prosthesis implant for gonarthrosis. The patient complained of gonalgia and feeling of failure / instability of the operated knee. Two years later, the patient underwent prosthesis removal and re-implantation with total knee restorative prosthesis. No clinically relevant information was provided for inclusion in this investigation. Without the request clinical information the root cause of the gonalgia and feeling of failure / instability of the operated knee cannot be concluded. The future impact to the patient cannot be concluded due to the lack of clinical information. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to gonarthrosis and instability in knee.

Manufacturer narrative:
The associated genesis ii ps femoral component was not returned for evaluation. The device was manufactured in 2016. Our investigation including a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation indicated that without the requested clinical information the root cause of the gonalgia and feeling of failure/or instability of the operative knee cannot be concluded. The patient¿s age, bone quality, and/or body habitus as contributing factors cannot be ruled out. The future impact to the patient cannot be concluded due to the lack of clinical information. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.